Event description:
The customer reported that erroneous, elevated cardiac troponin (accutni) results, above the acute myocardial infarction (ami) threshold, were generated from an access 2 immunoassay system for one patient sample on (B)(6) 2011. An initial accutni result was erroneously elevated above the acute myocardial infarction (ami) threshold. The laboratory aliquotted the serum into a pour off tube, re-centrifuged, and pipetted into a sample cup which was then repeat tested in duplicate. The duplicate repeat results, generated on the same instrument instrument, were also elevated. The sample was repeated on another instrument in duplicate. These duplicate repeat accutni results were within the normal reference range and were considered valid. The patient was admitted to the hospital based upon the erroneous elevated accutni results. There were no further reports of patient injury requiring medical intervention or any further change to patient treatment attributed or connected to this event. An instrument's accutni quality control (qc) assessment performed three days prior to the event generated erratic upper specification outlier results on low level controls. The test sample was collected in a lithium heparin plasma tube with a gel separator and was centrifuged prior to initial testing. Specific patient information was not provided by the customer.

Manufacturer narrative:
Service was dispatched to the site on (B)(6) 2011 for this event. The field service engineer (fse) replaced the instrument pipettor tip and performed alignments on the replaced pipettor. The fse performed an instrument routine system check and high sensitivity system check which both yielded results within instrument's specifications. Upon completion of the necessary and verified repairs, the instrument was returned into operation. A definitive root cause for this event has not been determined to date.